Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient suffered pain, mesh erosion, additional medical treatment and procedures. According to the physician, there were no procedural complications noted. There were no documented post-operative patient complaints or objective examination findings in the file including any evidence of erosion. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.